Event description:
Reporter states customer tested 4.2 inr on the coaguchek xs system while a comparison lab returned as 2.1 inr. The customer went to the hospital based on the 4.2 inr result. The customer indicated he had a "little" stroke and was hospitalized for 1 day. No treatment information provided. No adverse event due to the device reported. Requested return of suspect system, however, the suspect strips have been used up and will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.